Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis after decontamination; the upn and lot number match those provided by the customer. Electrical testing was performed and the device was found within specification with no short or open circuits. Lcr testing confirmed the sensor was within specifications. Tip offset values indicated the device is tracking. The steering knob and tension control knob function properly on both lock and unlock positions. There is a white substance in the distal tip port which flows down the side of the distal tip and extends down the distal shaft to ring 2; the substance on ring 2 has a yellow hue. There are also what appear to be two small metallic flakes/pieces on the seal of ring 2; the pieces appeared to be deposited on the exterior of the surface of the ring seal. The material had an irregular shape and appeared rather flat and flake-like; sharp edges were not apparent. Testing of the metallic flakes revealed them to be primarily tin, which is consistent with solder used during the manufacturing process. Evidence of tin was present from the tip down to ring 2. It is believe that the solder that was present had chemically reacted with the saline used in the field, and resulted in the yellow/white substance adhering to the device. Zinc was also detected, which is consistent with flux. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based on analysis completed july 11, 2017. It was reported that during an ablation procedure to treat atrial flutter, a standard curve intellanav oi ablation catheter was advanced to the right atrium. The catheter was not able to be tracked and would not display an image during ablation. Another intellanav oi catheter was used to complete the case. There were no patient complications and the patient was ¿fine.¿ however, returned device analysis revealed small metallic flakes which appeared to be deposited on the exterior surface of the ring seal.